Event description:
Events related to this device (B)(4) were reported on in MFR. Report. # 3004209178-2011-07868. To recapitulate, the device was implanted on the right side and worked for several months until the patient had a fall. After the fall the device stopped working and was replaced in 2010. This report clarifies the implant and explant dates, and provides information regarding the device in section d. See MFR. Rep. # 3004209178-2011-07868 for subsequent events and patient outcome.

Manufacturer narrative:
Lead model 3093-28, lot#v034890, implanted: 2007-(B)(6), explanted: unknown programmer model 3037, serial (B)(4).